Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000444, serial/lot #: rev. 1 : s/n (B)(4), ubd: unknown, UDI#: unknown; product ID: bi71000176, serial/lot #: rev. 1 : s/n fp9tp, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the image acquisition system (ias) would not boot up. The rotor motion controller stopped functioning. This prevented the system from boot up. The rotor motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The motion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could not be replicated. No failure was found. The rotor motion control box was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The system failed to boot and the motion failed to ready. Analysis found that the reported event was related to an electrical issue. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. It failed bench testing and was found to be shorted. Analysis found that the reported event was related to an electrical issue. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was taking longer than usual to initialize. There was no patient present when this issue was identified.